Manufacturer narrative:
(B)(4). The sample was discarded; therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 1 was not confirmed due to a lack of sample. The root cause could not be identified. The batch review was performed on potentially associated lot (h10k06078) with no issues noted. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1. Gts explained the error indicated a large amount of air had entered into the disposable set. Gts then had the patient close the clamps and cycle power to clear the error. Gts advised the patient to discard the supplies and complete therapy manually. Product surveillance (ps) contacted the patient who explained there were no defects noticed with the disposables. The patient was able to provide the lot information. The patient stated he did not contact his dialysis nurse, as he felt there was no need to. Ps advised the patient to notify his nurse. No injury or medical intervention was reported.